Manufacturer narrative:
Zimvie complaint number (B)(4). B3: date of event unknown / not provided.

Event description:
Doctor reported that screw does not fit in implant.

Manufacturer narrative:
Zimvie received one (1) hc345, (heal collar 3.5x4.5, 5mm) for evaluation. Visual evaluation and a functional test was performed, the abutments threads were discolored. However, the abutment seated with an in-house implant as intended. DHR review was completed for the subject lot number 2023050229. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 2023050229 for similar events and no other complaint was identified. Review completed utilizing keywords: ¿dental : fit : does not seat¿ the customer did not submit images for the reported event. Based on the investigation and risk management file review as per rm-00057-haz, the most likely root cause determined from the investigation was the clinician damages screw surface (e.g. Scratches, dents resulting in removal of screw material). However, product evaluation concluded that the device was working within specifications. Therefore, based on the available information, a device malfunction did not occur. The healing collar seated with an in-house implant as intended. The reported event was not confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information available at the time of this report.